Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customers blood glucose was in the 600 mg/dl range with trace ketones. Customer was hospitalized. Customer was given intravenous fluids of saline and insulin. Customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.